Event description:
The customer reported the lh750 instrument generated low out of specification results for red blood cells (rbc) on quality controls. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the blood sampling valve (bsv) was faulty. The fse replaced the bsv resolving the issue. (B)(4).